Event description:
A telephone call was received from a patient reporting that she is experiencing halos and starbursts postoperative implant of bilateral multifocal intraocular lenses(iols). Her surgeries were in march, exact dates unknown. The iols remain implanted with no plans to explant. She could not give us the serial numbers of the iols and requested that we not contact her surgeon.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, several biopsy samples were obtained from the patient's stomach for suspected gastritis. After completing the procedure, and after removing the forceps from scope, the needle of the forceps jaw was found to be bent to one side. The procedure was completed with this radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient reported she had the multifocal intraocular lens removed and replaced with a monofocal intraocualr lens without complication. The lens was discarded by the surgery center and not returned to the manufacturer for analysis. Lens discarded by the surgery center.

Manufacturer narrative:
The intraocular lenses remain implanted and no specific identifiers are available precluding a review of the manufacturing records. No further action can be taken. Halos are a known and labeled possible side of effect of any multifocal lens implant. While we were unable to determine the cause of this event, our investigation reasonably suggests, it is not manufacturing related.